Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was recording noise on the rate/sense portion of this transvenous defibrillation lead. The noise could not be reproduced and inhibition of pacing was confirmed. A guidant technical services (ts) consultant recommended ruling out the high voltage leads being switched in the header. No adverse patient symptoms were reported.